Event description:
It was reported that during an unknown procedure, the reload was difficult to load, therefore it would not load. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that the tsb35 device was received in good visual condition and with no reload present. After further analysis it was noted that a pan was in the device cartridge channel. The pan was removed and the device was tested for functionality with a test reload, and it fired, cut, and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.